Event description:
The account alleged the bed had no functions and the head of the bed was in a raised position. No pt impact.

Manufacturer narrative:
The account stated the cause was the control box. No further info is available on the repair of the bed at this time.